Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The same sample was repeated on an alternate advia centaur instrument, which resulted lower. The lower result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant advia centaur cp tni ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the sample syringe was replaced and precision checked. Qc was acceptable after service. The cause for the elevated advia centaur cp tni ultra result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.